Event description:
It was reported to ventec that the device has no ventilation output after being "knocked over in the floor." There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.